Manufacturer narrative:
(B)(4).

Event description:
On 06feb2017, pt reported experiencing: eye itching due to a torn lens. Pt reported using over the counter (otc) eye drops after removing the lens. Pt presented to a primary care physician (pcp) in (B)(6) 2017 and was diagnosed with conjunctivitis ou. Pt was prescribed ofloxacin drops, a z-pack and instructed to discontinue lens wear. Pt continued to experience itchy eyes. Pt presented back to the pcp c/o eye pain and redness. Pt was again prescribed ofloxacin gtts, alaway over the counter (otc) eye drops qid and instructed to discontinue lens wear. Pt was advised by pcp that the eye ¿might be scratched¿ or it could be ¿allergies.¿ pt was instructed to follow up with her eye care provider (ecp). Pt reported wearing lenses monthly, but has recently started wearing them for 2 weeks. The worn lenses in question were discarded. On 13feb2017, additional information was provided by the pcp. Pcp reported diagnosing the pt with allergic conjunctivitis on (B)(6) 2016 and prescribing ofloxacin qid until (B)(6) 2016. Pcp reported the pt returned in (B)(6) 2016 for a f/u visit and was prescribed ketotifen eye drops bid x 5 days. The pt returned on (B)(6) 2017 for another f/u visit and was prescribed gentamycin drops q4 hours with no end date noted in the pt¿s chart. On 17feb2017, additional information was received from the pt. Pt presented again to the pcp and was diagnosed with conjunctivitis and dry eye syndrome. Pt was prescribed tobramycin and alaway drops. Pt reported returning to lens wear with symptoms prior to being cleared to return to lens wear. Pt was not treated by her ecp. Pt was using the same lots as previously reported. On 27feb2017, additional information was provided by the pcp. Pt presented on (B)(6) 2017 and was diagnosed with bacterial conjunctivitis ou. Pcp reported prescribing tobramycin drops every 4 hours while awake until the medication was finished or d/c on (B)(6) 2017. Pcp reported the pt has not returned for a f/u visit. The worn lenses in question are not available for return. A lot history review was performed for lot l002x0c: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002x0c was produced under normal conditions. This report is for the pt¿s os event. The pt¿s od event will be reported in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.